Event description:
In 2005, the pt was implanted with a vented electric left ventricular assist device (lvad). It was reported to the manufacturer, that the pump was implanted intraabdominal wrapped within the omentum and tacked to abdominal wall using anchoring eyelets. The pt was progressing well and was sitting in chair visiting with family. During this visit it was noted that the pt's flows were fluctuating from 5 lpm to o lpm. A red heart alarm was intermittently noted for low flows. The flows fluctuated for about three times then remained at 0 lpm and the pt expired. An autopsy was performed. Results were found to be inconclusive, but the physician noted that there was no blood in chest, abdomen, or pericardium. The physician did note that the pump inlet to the cannula was loose at the apical sewing ring point. The green suture and two tie bands were used at connection point. Physician described appearance of plastic kinking over the inlet cannula with movement of device. The pump was explanted and is scheduled to be returned to the manufacturer for analysis.